Manufacturer narrative:
A review of the device history record for this device could not be conducted because the lot number was not available.

Event description:
Post iliac stent procedure, the wire for the spiderfx snapped, but not at the snap point where the copper connection is. It snapped early and they had to use a catheter to retrieve. No injury to pt reported.